Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to a suspected product malfunction. No adverse patient effects were reported.

Manufacturer narrative:
The lead is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.